Manufacturer narrative:
Updated results and conclusions code. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® introducer sheath with silicone pinch valve instructions for use warns, ¿ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of mycotic pseudoaneurysms using two gore tag thoracic endoprostheses and a gore introducer sheath with silicone pinch valve. During the procedure, the right common and external iliac arteries used for the access dissected, and this was repaired by implanting bare metal stents. It was reported that the diameter of the right access vessels were 8.0-9.5mm, and the vessels were lightly tortuous. The dissection was reported to be repaired, and the patient tolerated the procedure.